Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that when the actuator knob was attempted to be turned to deploy the clip, the knob would not turn, and then separated from the device. Forceps were used to successfully deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced to the mitral valve leaflets. Leaflet grasping was performed successfully. When the actuator knob was attempted to be turned counter clockwise, the knob would not turn, and then separated from the device. Forceps were used to successfully deploy the clip. The one clip was implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on (B)(6) 2016, returned device analysis and investigation found this incident is not related to the field action issue. Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. Testing confirmed that the deployment mechanisms, including the internal coupler threads and crimping cam-slider engagement, functioned as intended. In addition, all measurements taken were determined to meet specification. A definitive cause for the reported issue with actuator knob rotation in this incident could not be determined. The reported difficulty deploying the clip was likely a secondary effect to the rotation issue with the actuator knob; if the actuator knob is unable to be rotated, then the coupler remains attached to the threaded stud of the clip, and therefore the clip cannot successfully deploy. It was further reported that forceps were used to grasp the actuator knob to facilitate rotation; by doing so the user un-crimped the release crimper from the crimping cam, thus allowing the component to completely unthread and detach from the device. Therefore, the reported detachment of device component appears to be related to user technique/procedural conditions. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased stress on the system and internal actuator assembly. Additional stress on the actuator assembly can result in issues with rotating the actuator knob to deploy the clip; however, a cause for the issue with actuator knob rotation cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on (B)(6) 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the (B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.